Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been rec'd for eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during the quadrant removal step in a cataract with intraocular lens implant procedure, many small bubbles suddenly appeared from the phaco tip. It was noted that a system message did not display. The surgeon resolved the issue by pressing the pedal and gently aspirating the bubbles. The case was able to be completed with no harm to the pt. It was noted that the consumable product was used for another pt on the same day. This is the last of two reports for this facility.